Manufacturer narrative:
Patient data for patient ID (B)(6): male, (B)(6) years old.

Event description:
According to the complaint, na results of patient blood samples were significant lower than expected when run in micro mode (95 ul). Results were up to 15 mmol/l lower. Patient data from two patients are available, but more patients are affected. There were no adverse outcome for any patients affected by this issue.

Manufacturer narrative:
It was not possible to identify the root cause to this event. However, the electrode chamber for the el/met module was replaced along with the reference and na electrodes.